Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the jaws and shaft. Tissue and charred material was observed on the jaws. The silicon insulation on the cold jaw was partially peeled and torn away from the tip. The peeled silicon was not returned for evaluation. Based on the return condition of the device as found, the reported complaint was confirmed for the reported failure "peeled".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed a piece of plastic in the operative field. He then inspected the device and found the insulated covering of the bisector had become detached. The user disconnected the device from the generator and used the bisector to retrieve the covering from the operative field. The user then removed the device from the surgical arena and stored it for return. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noticed a piece of plastic in the operative field. He then inspected the device and found the insulated covering of the bisector had become detached. The user disconnected the device from the generator and used the bisector to retrieve the covering from the operative field. The user then removed the device from the surgical arena and stored it for return. A replacement device was used to complete the procedure. The hospital did not report any patient effects.